Event description:
It was reported to covidien on (B)(6) 2012 that a pt had an issue with an electrode. The customer reports an electrode was left on the upper left shoulder of the pt after surgery. The customer reports that when the pt removed the electrode that night, there was a hole in her chest where the electrode was. The pt went to an urgent care facility after removing the electrode. The doctor cultured the area and put the pt on antibiotics.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.